Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed the 'up' and 'down' key contacts were misaligned and adhesive was found under all key contacts. The 'contrast' key contact is inverted and the 'up/down/ok' key contacts become inverted when pressed and do not always spring back. The contrast button does not affect insulin delivery. Unrelated to the complaint, the display screen was found to have a reddish tint. Additionally, the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
It was reported that multiple button presses are required for the 'ok' and 'up' arrow buttons. The 'up' arrow will also sometimes scroll. It was reported that the pump does not get wet, it is not cleaned, only wiped with a dry cloth.